Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the small grasping retractor instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was missing from the clevis. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables, which can influence pitch cable failure. A log review was performed for the small grasping retractor instrument reported in this complaint (pn: 470318-10/n112007270066) and the following was found: the instrument was last used on (B)(6) 2021. The instrument had 6 uses remaining and was not used for any subsequent procedures. There was no photo or video provided by the site for review. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. This complaint is being reported due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall inside the patient. Although there was no patient injury, the product malfunction could cause or contribute to an adverse event if the failure were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the wire of the small grasping retractor instrument "jumped off." The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has performed multiple follow-up attempts to request additional information related to the event. However, no further details have been obtained as of the date of this report.